Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving morphine and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The hcp reported that they expected 5.8 ml and aspirated 12 ml from the reservoir at the refill. The hcp stated that by the time the patient got home, they were feeling like they were in withdrawal, but they did not have any symptoms prior to their appointment. Per the hcp, the patient¿s workman¿s comp had approved the patient for a study.